Manufacturer narrative:
(B)(4). A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. This issue is being investigated through a CAPA.

Manufacturer narrative:
(B)(4). During a follow up with the nurse to obtain additional clarifications, it was verified that the hp had a peritoneal leak into his scrotum. The nurse did not verify if there was a peritoneal tear. The nurse stated that the issue was resolved surgically (dates unknown). The nurse verified that the above issues were not related to the automated peritoneal dialysis (apd) therapy. The nurse was not sure of the date when hp transitioned from continuous ambulatory peritoneal dialysis (capd) to apd. The nurse suggested that the symptoms of the peritoneal leak started roughly around the time the hp had started apd. This writer inquired if the apd might have exacerbated the issue, and the nurse responded that apd had nothing to do with the peritoneal leak. The nurse added that it was naturally flowing through the membrane, the symptoms just happened to appear then. The nurse reiterated that the peritoneal leak was not related to the apd or the dialysis products. The nurse was not able to provide the dates of discontinuation of capd and start of apd. Per nurse hp is doing fine and continuing therapy. No further information was provided. Device evaluation: the homechoice (hc) device was received for evaluation at the product analysis lab (pal). A review of the device logs confirmed the high drain/ call pd nurse/111 (increased intra-peritoneal volume (iipv)). No failure or malfunction was identified with the device that could have caused or contributed to the reported difficulty. The cause for the reported issue was determined to be insufficient drain due to use error; tidal total ultrafiltration (uf) removal was set too low. The device was determined to meet specifications for the reported difficulty. A follow-up report will be filed should additional information become available.

Event description:
A customer contacted baxter's technical service center regarding a high drain 111 / call pd nurse alarm on the homechoice (hc) machine the night before. The technical service representative (tsr) asked the home patient (hp) if he had manual bags. The hp stated yes. The hp stated he first started to use manual bags, and then he started to use the hc. The hp stated he also noticed that his testicles were getting bigger. The hp stated he had notified the nurse that his testicles were getting bigger; the nurse did a test on the solution from him. The hp stated he was told they checked for bacteria, peritonitis, mold and other things and they told him everything is fine. The hp stated he was told that with dialysis, he could have swelling on parts of the body and that it was normal. The hp stated that he kept performing dialysis and the testicles kept getting bigger. The hp stated he was at work and went to the bathroom and he felt his testicles drop like they fell off. The hp stated he was not able to pull-up his underwear. The hp stated they never contacted the peritoneal dialysis (pd) nurse. The hp stated he did his dialysis that night and noticed his testicles were leaking. The hp stated he knew there was something wrong, so he called the pd nurse and she told him to drain out, and go to the clinic the next day. The hp stated he drained out, but his testicles were still swollen. The hp stated he went to the pd nurse the next day and they told him he might have torn peritoneum. The hp stated he had surgery and now he could not use manual bags. The hp stated the nurse changed the programming to a low volume. The hp stated everything had been going ok. The hp stated the nurse thought he was constipated, so she gave medication for constipation. The tsr reviewed the therapy; therapy log, uf per cycle, and alarm log. The hp added that he had drain pain. The tsr explained the high drain and how the ultrafiltration (uf) could accumulate during the therapy to the hp. The tsr explained how to perform a manual drain. The tsr recommended the hp to contact baxter if the alarm kept reoccurring. The tsr explained the hp he could ask the nurse about the tidal full drains setting. The tsr further advised the hp to contact the nurse and baxter if he has the high drain/ call pd nurse alarm. The tsr explained the hc would be swapped. The tsr explained it was recommended the hp use manual bags for that night, but he was not able to use manual bags. The tsr recommended the hp contact the nurse to see what he should do for dialysis for that night. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow-up with the hp, it was verified that hp had the high drain alarm, but he didn?t quite know what that meant, so this writer explained the high drain alarm to the hp. The hp added that the nurse may have updated the programming also to resolve the issue. The hp verified that he no overfill symptoms. Per the hp, the issue peritoneal tear was related to the fluid he used to carry (dwelling) for 4 hours when he used to perform manual therapy, before being switched over to the hc cycler. The hp was only recently transferred over to hc cycler. The hp did not know why he might have been retaining so much fluid to be draining a large enough volume causing the hc to alarm high drain. Per the hp, the constipation was related to the surgery he had to resolve the peritoneal tear. The issues of constipation and peritoneal tear and its related symptoms have been resolved. The hp stated that he is doing fine and continuing therapy without issues. No allegations were made against any of the hp?s dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The device has been reported to be available for evaluation and has been requested. A follow-up report will be filed should additional information become available.